Event description:
It was reported that the patient had inappropriate shocks due to fast intrinsic rates. There was oversensing via reduced intrinsic complexes and noise. The intrinsic rhythms returned to normal after the shocks. Technical services discussed the electrograms with the clinic. There were no additional adverse patient effects. The system remains implanted.